Event description:
It was reported that during the one month post implant check the atrial lead was found to be outside the heart chamber and there was a pericardial effusion. The patient did not experience any symptoms as a result of the perforation. The device was reprogrammed, the patient was observed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg 2014-(B)(6). (B)(4).